Event description:
During a ptcra/stent procedure, rotational atherectomy was completed to treat the de novo lesion with mild tortuosity and heavy calcification. Then the penta was advanced and inflated. Reportedly, the penta balloon ruptured at 10 atm during inflation. There was an intimal dissection noted after the balloon burst. An additional stent was implanted to treat the dissection.